Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had a display that was not working. The ventilator was not in use on a patient the time of the reported incident. The service engineer inspected the device and was unable to confirm or duplicate the reported condition. The service engineer performed testing and calibrations and the ventilator operated within the manufacturing specifications.